Event description:
The caregiver was attempting to suction a trach patient and the value on the suction catheter kept sticking, making it impossible for the patient to be suctioned. Every catheter in the case malfunctioned. The family contacted the manufacturer and at their direction, completed a manufacturer complaint form, plus notified the supplier. The manufacturer is smith - medical, part # z115n-12 and lot # 3463096. There was no injury to the patient, but the potential was great.